Event description:
It was reported that the pump kept beeping when turned on. The event occurred during maintenance check. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a contaminated downstream sensor and upstream sensor seal. Review of the event history log (ehl) showed a high-pressure alarm. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the contaminated downstream sensor. As a result, the downstream sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.